Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure the 4.0 x 23 mm xience prox stent delivery system balloon became stuck in the stent struts during inflation. There was no reported adverse patient effect. No additional information was provided.

Event description:
Subsequent information received after the initial report was submitted noted that the lesion was chronically totally occluded and was well prepared prior to the stent being implanted. After deflation with an indeflator, the stent delivery system was noted to be stuck. There was no reported issue with the inflation or the deflation of the balloon. Multiple inflation/deflations were used to free the balloon without reported adverse patient effect. There was a slightly longer procedure time noted but it was not a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the us.